Event description:
An analysis was performed on the returned tablet and the reported allegation of mechanical problem was verified. During the analysis it was identified that the usb port was damaged. As a result, the tablet was unable to establish communication. No further anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the older vns unit is not working and that the cord for the wand doesn't seem to fit right. Additional information was received that the physician's tablet had physical damage to the usb port. No patients were affected by the issue. No specific cause of the issue was reported. A new tablet was sent for hand delivery to the physician. The suspected tablet was received on 09/09/2015 but analysis has not been completed to date.